Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed, and no issues were observed on sensor patch. Data was downloaded successfully. Sensor state 7 with event log 130 and sensor state 8 with event log 130 and 241 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. An extended investigation was performed on the de-cased returned sensor, a visual inspection was performed on the returned sensor puck and its printed circuit board assembly (pcba). The inspection revealed no physical damage to the casing, however poor solder was observed on the battery leg to pcba. The observed event log is related to brownout reset. The lack of solder in one of the battery leg will cause the battery to not be mechanically connected to the pcba which may result in the leg to be lifted with minimal force. This can lead to an intermittent power connection and cause brown out. The battery was measured and was within specification. It is evident that the solder is not creating a strong connection between the battery leg and pcba. It was determined that the returned puck experienced a brownout due to poor battery solder on one leg, therefore, this issue is confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6) due to product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced trembling and disorientation and was unable to self-treat, requiring non-healthcare professional administration of a sugary drink for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced trembling and disorientation and was unable to self-treat, requiring non-healthcare professional administration of a sugary drink for treatment. There was no report of death or permanent impairment associated with this event.